Event description:
The affiliate reported the customer alleged erratic albumin and calcium results, for one patient, involving the au2700 chemistry analyzer. Initial analysis produced elevated and low calcium results. The customer reanalyzed the patient sample and obtained albumin and calcium values that were determined to be correct. Initial albumin result was low and repeat analysis recovered a higher value. The erratic results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer stated calibration and quality control (qc) were within specifications at the time of the event; all recoveries were acceptable. Beckman coulter field service engineer (fse) evaluated the instrument at the customer's facility.

Manufacturer narrative:
Additional information: the field service engineer (fse) moved the assays to the inner cuvette ring, increased the sample probe downstroke, and tightened the sample probe connections and further resolved the issue. The instrument was in operation.

Manufacturer narrative:
On (B)(4) 2012, the field service engineer (fse) replaced the outer ring sample probe inner wash valve and a worn r11 syringe. The fse adjusted the height and rotation position of the sample arm to within required specification. On (B)(4) 2012, the fse replaced s1 and s2 sample tubing, primed and completed calibration and quality control (qc) within specification. On (B)(4) 2012, the fse noted short sample alarms generated on qc samples in hanging cups. The fse increased maximum sample probe downstroke by 20 pulses and tested system operation in diagnostics. The fse noted the sample probe connections were slightly loose after maintenance and tightened the connections. The raw data indicates a lack of sample due to the p0 values being consistent on normal and incorrect result. The fse monitored the analyzer throughout the day and no low fliers were evident. On (B)(4) 2012, the fse verified the sample arm alignment was acceptable. The fse replaced the sample arm reflector plate with a larger size plate. The fse confirmed that the erratic results originated from the primary tubes more frequently than the nested cup samples. At this time, a definitive cause of the event is unknown. (B)(4).